Manufacturer narrative:
Concomitant medical devices: unknown balloon to finish the procedure. (B)(6). The device was returned for analysis, however the engineering evaluation has not yet been completed. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information will be submitted within 30 days of receipt.

Event description:
It was reported that when a 3.0x4.0mm slalom thrill balloon was flushed, leakage of saline was observed. The device was then exchanged for another balloon to successfully complete the procedure. There was no report of patient injury. The target lesion was the shunt vessel. The lesion was mildly calcified and not tortuous, with a rate of stenosis of 90%. The procedure was a pta (percutaneous transluminal angioplasty). The product was clinically used. The product will be returned for analysis.

Manufacturer narrative:
Addendum (10/19/2015): additional information was received that the device was stored, handled, and prepped according to the IFU. There weren¿t any damages or other anomalies noted to the device or packaging prior to use. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
When a 3.0x4.0mm slalom thrill balloon catheter (bc) was flushed, leakage of saline was observed. The device was then exchanged for another balloon to successfully complete the procedure. There was no report of patient injury. The target lesion was a shunt vessel. The lesion was mildly calcified and not tortuous, with a rate of stenosis of 90%. The procedure was a pta (percutaneous transluminal angioplasty). Additional information was received that the device was stored, handled, and prepped according to the IFU (instructions for use). There were no damages or other anomalies noted to the device or packaging prior to use. The product was returned for analysis. A non-sterile unit of slalom thrill 3mmx4cm 40cm 3.7f bc was returned. Per visual analysis no damage was noted on the device; however blood residue was noted inside the hub. Functional analysis was performed. The guide wire lumen was flushed and the balloon was inflated to 10 atmospheres (nominal pressure) and 20 atmospheres (rated burst pressure) according to the IFU and no leakage was noted in the device. Per microscopic analysis blood residues was noted inside the guidewire lumen. A device history record (DHR) review of lot 17019470 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿pta system leakage: potential for dissection, perforation or other vessel damage (peripheral)¿ was not confirmed by analysis of the returned device as functional analysis was performed successfully. The exact cause of the reported event could not be confirmed. The device performed as intended and therefore the reported event and the DHR could not be related to the manufacturing process; therefore, no corrective/preventive action will be taken.